Event description:
It was reported to philips that the system gave an alert indicating geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during interventional radiology procedure. The patient was moved and procedure performed on alternate system. Review of the logfiles shows ¿user msg: warning: geometry movements partly available¿. It was reported that the system gave an alert indicating geometry movements were unavailable. Upon further inspection, philips remote service engineer (rse) confirmed that the table movements was not available. The defective part was returned to failure analysis which was not able to confirm any failure. Philips field service engineer (fse) visited onsite and replaced table-side geometry and imaging control modules. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.